Manufacturer narrative:
There was no indication of any malfunction of the device.

Event description:
Allegedly, the patient was diagnosed with endometrial stromal sarcoma shortly after undergoing a robotic-assisted laparoscopic hysterectomy in which a karl storz morcellator was used.